Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Sections d10, h3, h8: additional information. Manufacturer's investigation conclusion: a specific cause for the reported gi bleeding could not conclusively be determined through this evaluation. (B)(4) was returned assembled with the pump cable severed approximately 10.5¿ from the pump housing. The modular cable was returned connected to the pump cable via the in-line connector. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The apical cuff was returned secured with the fully engaged cuff lock. Examination of the pump cable revealed that it was severed approximately 10.5¿ from the pump housing. The in-line connector bend relief of the pump cable appeared discolored. The modular cable¿s polyurethane jacket and in-line connector bend relief were also discolored. A specific cause for the observed discoloration of the pump and modular cables could not conclusively be determined through this evaluation. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device. The lvad event log file contains relevant data from 12:48:14 through 14:09:43 on (B)(6) 2019. It should be noted that mean flow was captured below 2.5 lpm intermittently throughout this data, which appears consistent with the evaluation of the log file that was retrieved from system controller serial number (B)(4). Mean flow ranged from 1.0-3.9 for the duration of this data. A specific cause for the reduced flow could not be conclusively determined through the evaluation of the returned device. No additional atypical events were captured. No atypical trends in pump parameters were observed through the evaluation of the lvad periodic log file. The pump appeared to be operating as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The hm 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU and the hm3 lvas patient handbook contain information on how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's history of gi bleeding was reported under medwatch report # 2916596-2018-05776 , 2916596-2018-05441, 2916596-2018-04938, 2916596-2018-04573 and 2916596-2018-04092. Approximate age of device- 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was placed on status 3 and underwent a heart transplant on (B)(6) 2019 due to history of frequent gastrointestinal bleeding (gi). No additional information provided.